Event description:
It has been reported that the patient crossed his leg and leaned forward to tie shoelace and felt the snap, was implanted in june 2018. Patient had a revision on (B)(6) 2019 and during the revision it was noted that the lug has snapped off and disassociated.

Manufacturer narrative:
Reported event: an event regarding disassociation of a femoral stem was reported. The event was confirmed by product inspection and material analysis. Method and results: product evaluation and results: visual inspection. The femoral stem showed that the alignment lug has broken/fractured off, with observable polishing of the alignment lug surface. Material analysis: examination identified wear on the cemented stem and shaft. The wear observed was likely due to the loss of lock between the cemented stem and the shaft. Disassociation of the stem was identified as a likely contributing factor to the fatigue fracture of the lug. The cause of loss of the initial lock is not detectable due to the extent of wear damage. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate enter 20 devices were manufactured and accepted into final stock on 25apr2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding disassociation of femoral stem in mets distal femur. Lot: b17533 there have been no other events for the lot referenced. Siw will continue to monitor for trends. Conclusions: the exact cause of loss of the initial lock could not be determined due to the extent of wear damage. Moreover, further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It has been reported that the patient crossed his leg and leaned forward to tie shoelace and felt the snap, was implanted in (B)(6) 2018. Patient had a revision on (B)(6) 2019 and during the revision it was noted that the lug has snapped off and disassociated.